Event description:
It was reported that the wire's tip detached and the device's tip was left inside the patient. A 185cm light support straight tip pt2 guidewire was selected for use, it was noted that the tip if the guidewire separated and is located in the septal branch. Removal of the fractured tip was not attempted as this would purpose risk to the patient, the physician determined that the fractured tip to be unreachable. The patient was brought back the following day and was doing fine. The patient's om2 vessel remains patent.

Manufacturer narrative:
The unit returned has tip bent, as part of overall visual revision. The device has the distal tip bent and broken, only 183,2 cm were back and the overall should be 185 cm.

Event description:
It was reported that the wire's tip detached and the device's tip was left inside the patient. A 185cm light support straight tip pt2 guidewire was selected for use, it was noted that the tip if the guidewire separated and is located in the septal branch. Removal of the fractured tip was not attempted as this would purpose risk to the patient, the physician determined that the fractured tip to be unreachable. The patient was brought back the following day and was doing fine. The patient's om2 vessel remains patent.